Event description:
It was reported that the 2800 system leg extension was broken causing error message and preventing table movement. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The leg extension was replaced by the biomed. The system was found to be working as intended, and put back into service.